Event description:
Related manufacturer report number: 2017865-2023-17818. Related manufacturer report number: 2017865-2023-17820. Related manufacturer report number: 2017865-2023-17821. It was reported that a patient presented for an implantation on (B)(6) 2023. During the implant of the right ventricular (rv) lead, after numerous attempts the patient suffered from heart failure. The physician elected to complete the procedure without implanting the rv lead. On (B)(6) 2023, the physician elected to implant a different rv lead. The patient is recovering well.